Manufacturer narrative:
As received, a cut is detected in the sewing fabric along leaflet 3 which exposed the wireform. No other inconsistencies detected as the leaflets are flexible and intact. No inconsistencies detected in the x-ray as the wireform is intact. The valve was sent to research and development for functional testing. Additional manufacturer narrative: on (B)(6) 2011, research and development completed the functional test and concluded with the following: "edwards standardized in vitro testing demonstrates that the regurgitation of the valve is acceptable per (B)(4). The as-received valve showed a 4.9% total regurgitant fraction (trf), which is more than two times lower than the 10% maximum allowed per (B)(4) for this size valve. This amount of regurgitation would not normally be considered moderate/severe aortic regurgitation. Subsequent re-testing of the valve with the sewing ring sealed shows that the trf was reduced to 2.9%. This value is more than three times lower than 10% allowance per (B)(4) for this size of valve. These results demonstrate that approximately half of the leakage observed in vitro is through the un-sealed sewing ring and stent assembly areas, which is typical for this type of bioprosthesis when it is first implanted. This regurgitation through the stent should be reduced to a negligible level shortly after the reversal of heparin's effect in the initial implant.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the valve was explanted at implant because "there was a small ridge/pleat noted in the cusp corresponding to the lcc which was therefore slightly lower than the other two." The customer report stated: following an aortic valve procedure, it was noted post transoesophageal echo that the patient had moderate / severe aortic regurgitation. It was decided to go back onto cardiopulmonary bypass. The aorta was reopened and the aortic valve was removed and examined and a defect was noted - failure of coaptation of the aortic valve. Action taken: valve removed, new valve implanted and sent back to company for inspection, duty nurse informed and incident completed by duty nurse in charge.